Manufacturer narrative:
Patient reported shocking sensations and elected to have devices explanted. Explanted devices returned for analysis; no anomalies detected in explanted devices that would explain shocking sensations (only damage found in one lead is likely due to the explant procedure). No further action to be taken.

Event description:
Experiencing shocking at, the pocket site after she fell and bumped her device on something. The pts device was turned off in the ER last night and her shocking immediately went away. She will now go back to (B)(6) for a consult and then likely on to a surgeon to fix this issue.